Event description:
Pt is 50 y/o female with a history of sick sinus syndrome, status post permanent pacemaker placement in 1989. Pt complaining of weakness, dizziness, and periodic slowed heart rate. On 9/11/97, pt underwent explantation of old pulse generator and replacement of new pacemaker via left subclavian vein. Procedure was successful, and pt did not experience any complications.